Event description:
We were performing an ercp on a patient and were not able to pass the spinctertome through the working channel. We switched scopes and completed the ercp with a different scope. When cleaning and brushing the blocked scope, we were able to remove a white piece of foam from the scope. The white piece of foam appears to have come from the biopsy cap from the boston... The product number is m00545260. Olympus compatible locking device and biopsy cap for use with rx biliary system from boston scientific. The foam piece is contained within the rubber biopsy cap to absorb bile during the ercp thereby reducing the change of body fluid exposure. The foam piece is not supposed to move from inside the rubber biopsy cap. I was able to replicate the foam coming out of the cap by pushing a hard object through the cap.